Manufacturer narrative:
Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump is cracked along the top part of the reservoir compartment and a piece of plastic is missing. The customer's blood glucose reading was 56 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.